Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a button keypad unresponsive on insulin pump. The blood glucose level was 162 mg/dl. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. No further information was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.